Event description:
Description of event: the reason for call was patient stated they went to the doctor and they believe that the device is not working so they are deciding to go with a different company. Agent asked and patient mentioned they have a spinal cord stimulation system with nevro. Patient stated they are going to see a new doctor next month and they will be helping them out with the stimulator so they can replace it. Patient also mentioned that they are getting an anterior cervical discectomy and fusion on (B)(6) and they want to make sure that the new stimulator will take care of the lower pain on their back and neck. Agent informed patient their hcp would be able to best determine that. Patient mentioned they were going to get a fusion on their neck so they would be dealing with pain as they do right now with their lower back. Agent reviewed information with patient and redirected patient to their healthcare provider to further address the issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).